Event description:
It was reported that the patient has expired after an implant duration of approximately 0.93 months. Through follow-up with the health-care provider, additional information regarding this patient was received. However, the cause of death was not provided.

Manufacturer narrative:
Device not returned. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), a copy of the operative report for the surgery of (B)(6)2010, was received. Unfortunately, the cause of death remains unknown. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.